Event description:
The customer reported via phone call that the insulin pump alarmed button error and motor error. He removed the battery from the insulin pump overnight and the screen turned black but it came back up. Customer's blood glucose level was 76 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing also the insulin pump was received with intermittent button response due to corroded keypad traces. No black screen noted during testing. The insulin pump passed displacement, rewind, basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.